Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device has exposed wires. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2020, it was reported that a dermatome had a torn cord. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation; however, at the time of the investigation, the customer has yet to respond to the quote for service on the device. As such, no evaluation or repair has yet to be performed on the device and cannot be reviewed as part of the complaint investigation. No evaluation or repair has been performed on the device as the quote for service has yet to be accepted. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.